Event description:
On (B)(6) 2012, it was reported that the patient's husband called wanting to know what to do with his wife's infusion device. His was had been ill and in need of permanent nursing. She had problems with a cardiac valve/coronary heart disease, gastroduodenal disorders, and kidney failure. On (B)(6) 2012, she had a bad stomach ache. On (B)(6) 2012, the husband found his wife dead in the afternoon. Her husband checked her blood glucose level because he initially thought she had fainted due to low blood glucose. Her blood glucose level at that time was 13.5 mmol/l (243 mg/dl). He called an emergency doctor. Cause of death is unknown. Time of death is approximately between 5:00 am and 1:00 pm. The police arrived to take the deceased and they also called the emergency doctor. No further information is available at this time. The infusion device has been requested to be returned for evaluation.

Manufacturer narrative:
The incident occured outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.